Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump would intermittently restart. The reporter noted that the battery cap was unable to completely screw into the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: a review of the device¿s black box history showed multiple reboot events on 7/14/2013. A battery compartment crack observed in thread area and below grip pad, but there was no evidence of moisture contamination inside the battery compartment. Due to the damaged threads, the battery cap was unable to properly tighten. A test cap was used for all testing and was able to fully tighten. The pump was exercised for 24 hours with no power loss or battery related warnings were observed. Unrelated to the power issue, the display screen was faded, discolored and difficult to read. Replacing the faded display with a test display caused the contrast and color to return to normal.